Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The mako robotic arm failed during surgery, joint error happened half way when burring the femoral side. After surgery we found the p/n 203486 j6 glass is loose and the system j6 cannot homing; pka. Resolution: j6 subassembly was replaced. Update: patient was under anesthesia. Case was switched to manual. Delay was > 30 mins.

Event description:
The mako robotic arm failed during surgery, joint error happened half way when burring the fermoral side. After surgery we found the p/n 203486 j6 glass is loose and the system j6 cannot homing; pka resolution: j6 subassembly was replaced update: patient was under anesthesia. Case was switched to manual. Delay was >30 mins.

Manufacturer narrative:
Reported event: "the mako robotic arm failed during surgery, joint error happened half way when burring the fermoral side. After surgery we found the p/n 203486 j6 glass is loose and the system j6 cannot homing." Device evaluation and results: the j6 arm subassembly(207557) replaced and all testing was completed. Product history review: a review of the device history records indicate no data devices were manufactured and accepted into final stock on no data. No non-conformances were identified during inspection. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 207557 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.